Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible and the high purge pressure has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the clinical information provided, the root cause of the limb ischemia issue was patient condition related to tortuous vessels. The root cause of the high purge pressure issue was not determined since product was not returned, logs were not returned, and insufficient clinical information was provided.

Event description:
The user facility reported a 65-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The automated impella controller displayed a red alarm stating "high purge pressure (>1000). The purge flow was less than 2. The pump was not removed at that time. Then, the patient endured distal limb ischemia after insertion of the impella device. After giving the patient nitroglycerine and applying warmth, the perfusion was partially restored. The device was explanted the following day due to limb ischemia. The patient showed good signs of heart recovery and was maintaining mean arterial pressure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿